Event description:
The hospital reported that after the completion of an endoscopic vein harvesting procedure, it was noticed that a non-sterile cord had been used. The hospital did not report any patient effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is rec'd. Since this is an OEM supplied device, a lot history review is not applicable. (B)(4).